Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. It was noted that the operating system of the navigation system was updated while on site. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the navigation system displayed a system memory error message when attempting to perform an inter-operative image acquisition. It was reported that the error occurred in the patient exam screen and that the 3d image acquisition transferred to the navigation system without issue. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of 6-7 minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was sent to medtronic for evaluation. It was reported that the archive contained cranial image acquisitions where some CT scans in the batch could not be read by the navigation system. Additionally, the reported issue could not be replicated with the archive.